Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. Customer changed the battery and the buttons are not responding. Blood glucose value is 150 mg/dl. Nothing further reported.

Manufacturer narrative:
No scrolling of numbers was noted on the screen. The pump had no button response on the up arrow button due to corroded keypad traces. The pump also had a cracked lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and a broken belt clip slot.